Manufacturer narrative:
(B)(4). The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the device identified and treated vf, but the rhythm did not convert or quickly descended back into vf due to patient underlying condition. The patient experienced snycope. No other information was available.